Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a damaged ventricular connector. It was also determined at analysis that the epg had three errors in the logs. The main printed circuit board (pcb) was replaced. The upper case was broken at the menu dial, the display wires were pinched the wire was exposed. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector. The epg was returned to service. It was further reported that the external pulse generator (epg) tested out of specification during manufacturer's analysis. There was no patient involvement.